Event description:
The facility's supply chain team has identified a replacement implant for fixation of anterior cruciate ligament reconstruction procedures on the femur. Prior to using this new device in a patient, this device was tested in an arthroscopy lab confirming that it worked as designed. This procedure was performed on 7 patients over the last 2 weeks and in 6 of 7 patients the device worked perfectly. Two days after the surgery this last patient came to the clinic and obtained a routine x-ray which is performed in all patients. This showed that the device had failed and had become loose. The procedure was performed without incident according to the staff present in the or suite. No x-ray was performed during or after the placement of the button. ====================== manufacturer response for smith nephew ultra button, (brand not provided) (per site reporter) ====================== helpful.